Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported event. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatch to the your facility to observe the facility's reprocessing technicians practices and provide training if necessary. To date the visit has not bee finalized.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for roseomonas genomospecies 5 after reprocessing. The facility utilizes an aer with rapicide pa to reprocess the scope. There were no associated patient infections reported. In addition, the user facility reported that the site also uses dura-zyme xl detergent from tech star medical for cleaning and disinfection. The endoscope channel being brushed during manual cleaning with a single use olympus brush model maj 1888. The endoscope is wiped and suctioned with d zyme sponge at the bedside. The minimum effective concentration is being checked with every endoscope reprocessing, with the appropriate test strips and the results are recorded. An olympus mu1 leak tester is used for testing. The scope is stored in a in a tech star drying/ storing cabinet..

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of our investigation, an olympus engineer was dispatch to observe the sampling techniques and noted the following deviations: inappropriate ppe use and improper aseptic technique, were found during the sampling. Cardboard boxes were present in the sampling room. Olympus retrained the sampling staff based on the deviations observed. In addition, the original equipment manufacturer (OEM) provided a summary of closed cases. A review of the summary found additional reprocessing deviations: leak testing and manual cleaning of the tjf-q180v scope could not start immediately as techs were already reprocessing two scopes in sinks, and still had two more waiting. In total, the tjf-q180v scope was fifth in line to be reprocessed. The summary reports that a destructive scope sampling was performed and found there was no contamination on the internal surfaces that would suggest a flaw in distal end design. The detected contamination appears to have originated from channels. The OEM reported that the contamination appears to have resulted from insufficient reprocessing and does not appear to be due to a design issue. The duodenoscope did not show evidence of fluid ingress.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM) regarding the close case report. The OEM reported that the summary of the investigation findings are as follows: the original high concern organism roseomonas genomospecies 5 was not re-isolated following destructive sampling. Several deviations, including inappropriate ppe use and improper aseptic technique, were found during the sampling procedure review. Duodenoscope destructive testing showed no evidence of fluid ingress, and no flaws in the distal scope design. Multiple deviations were observed during the reprocessing procedure review. Roseomonas genomospecies 5 was not identified in any other samples from this site. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to following: the organism detected is not intestinal flora but can be found on skin and in water (microbiological analysis). Because of the low number of colonies and unique species observed, probably contamination from water or skin during the sampling procedure (microbiological analysis). Several deviations were noted during the sampling procedure, which support contamination from skin or water (sampling procedure review). Uncontrolled reprocessing conditions highlighted by the multiple deviations observed (e.g. Waiting time and air water valve) may be the primary cause of the observed contamination (reprocessing procedure review). The high number of bacillus detected in the channel and presence of waterborne bacteria observed during destructive sampling support the above conclusions (destructive sampling).

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The scope was sent an independent laboratory for ethylene oxide (eto) sterilization and returned to olympus for a device evaluation. A visual inspection was performed on the returned device and found a yellowish stain in the channel from the bending section side when inspected with an olympus boroscope. The instrument channel was inspected and there were kinks noted inside the channel from the biopsy port side and bending section side. There were also black marks noted in the middle section of the instrument channel. The suction channel was inspected and found black marks, kinks, and a tear mark inside the channel from the scope connector side. Additionally, the image was inspected and the image of the scope is normal. The scope passed the leak test. As part of our investigation, on november 29, 2018, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the facility's reprocessing practices and provide training if necessary. The ess reported that during the in-service/observation there were no deviations found with the technician¿s reprocessing practices. However, there were deviations noted with pre-cleaning of the scope by the new nursing personnel. The nursing staff did not raise and lower the forceps elevator three times by turning the elevator control lever. The air/water channel-cleaning adapter was not used for flushing. Disposable water containers were used instead. The scope was transported to the reprocessing area in clear-ziplock style bag with the valves still attached to the scope. The technician carefully placed scope in the dsd-edge aer with the forceps elevator in the intermediate position. The scope was removed promptly after cycle completed, and hung with it and lg tubes vertical. The scope was then stored in a cabinet with forced air for drying feature and was utilized per cabinet manufacturer¿s instructions.